Event description:
The user reported the venous sensor was broken. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.